Manufacturer narrative:
(B)(4).

Event description:
There was either a problem with the pump or the catheter; the physician did not know which one. Programming the pump to minimum rate was reviewed with the physician during the call the pt was receiving baclofen (4000 mcg/ml) via the device system. It was noted that the caller did not have any details of the pt name at the time of call. Additional info has been requested. A follow-up report will be sent if additional info becomes available.